Event description:
Report from the us stating the device had hose damage. It is unknown if the device was used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "hose damage" was confirmed. The pre-repair diagnostics assessment notes stated "hose damaged." If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).